Event description:
Customer reported the orbital brake assembly needs repair. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the orbital brake. System operates as intended.